Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the lead was placed in the ventricle three times and each time it dislodged.